Event description:
It was reported that t:slim x2 pump battery would not charge and that a power source alert had occurred. There was no reported impact to the customer¿s blood glucose level. Customer switched from original tandem wall adapter and charging cable to non-tandem charging supplies, after which pump began charging, and technical support advised against routine use of third-party charging equipment and arranged to send replacement tandem wall adapter and charging cable, with no further assistance required.